Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and failure analysis found to have one blade broken at the base. A piece approximately .5245" x .0925" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade do not show damage. The complaint was not confirmed by failure analysis. The probable root cause is attributed to the user. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported that the harmonic ace instrument could not be recognized, the tip of the instrument was intact, and the same product was replaced with the new one to complete the operation, and the nurse required the product to be replaced. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. The instrument could not be recognized; the tip of the instrument is intact. The instrument was used for 30 minutes to an hour. The surgeon experienced that the instrument could not be recognized. The instrument did not collide with any other instruments. No fragments fell inside the patient. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. The wrist was straightened upon final removal of the instrument. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. The surgical staff did not notice any damage to the cannula after the event occurred. The surgical staff did not notice any other damage to the instrument after the event occurred. When the surgeon discovered it, the instrument could not generate, but the tip was intact. The procedure was completed robotically; the same instrument is replaced with the new one to complete the operation. No injury to the patient. No photos or images available for review.

Event description:
Refer to h11 for follow-up information.